Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the patient line. Customer¿s blood glucose level ranged between 95-170 mg/dl. Reportedly, the customer changed the cartridge to resolve the issue.